Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in multiple untreated episodes and 2 inappropriate shocks in 2 separate events. The field representative ran automatic setup in which primary vector was chosen, and smart charge has been extended. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in multiple untreated episodes and 2 inappropriate shocks in 2 separate events. The field representative ran automatic setup in which primary vector was chosen, and smart charge has been extended. This electrode remains in service. No additional adverse patient effects were reported. Additional information received detailed that the noise was replicated in office when the patient moved the left arm which caused the device to deliver another inappropriate shock. Also, it was noted that since reprogramming the device, no additional episodes have occurred.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.